Event description:
It was reported that a user¿s dexcom g7 continuous glucose monitor (cgm) was not connected to the ilet pump while glucose readings continued on the user¿s phone, and the pump displayed a ¿replace sensor now¿ alert consistent with a grace-period expiration, indicating a pairing failure between the cgm and the pump. No reported adverse physiological effects. Outcomes included no reported impact to health, no medical intervention, and no hospitalization. Investigation included troubleshooting and user education, including restarting the ilet and re-entering the sensor pairing code, with instructions to wait for data to resume. Investigation of this case revealed that the cgm-to-pump connection was not established due to sensor grace period expiration with the cgm still functioning on the phone application. It was concluded that the event was related to connectivity and timing of sensor lifecycle rather than a malfunction of the ilet pump.